Manufacturer narrative:
After the 20 minute polymer cure had elapsed, the aortic body delivery system was demated from the graft and the delivery system was withdrawn without incident. The physician attempted to cannulate the contralateral gate using a crossover approach without success; it was noted that the contralateral gate was compressed. A .014" wire was used to steer through the contra gate, and a covidien trailblazer low-profile .035" catheter was advanced over the .014" wire, and the catheter was exchanged for a stiffer .035" wire. The iliac limbs were advanced and placed in a "kissing stent" fashion to relieve the compressed contra gate. Additional limb extensions were placed on the both sides, with the right extending into the external iliac. The completion angiogram showed a small type 1 endoleak. The proximal seal zone was ballooned with a 32mm cook coda balloon and the endoleak increased. A 10mm cook nester and tornado coils were placed (8-10) and the type I endoleak diminished. The right iliac returned to the tortuous pre-operative anatomical form, followed by the distal iliac limb pulling out of the proximal iliac limb and resulting in a type iii endoleak at the junction of the two limbs. An add'l limb was placed to bridge the two disconnected limbs, and the final aortogram, post-operative duplex, and CT demonstrated exclusion of the aneurysm with no evidence of endoleaks. There were no pt sequelae as a result of this event.

Event description:
Subject underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The aneurysm was approx 7.5cm in diameter with minimal thrombus and a 90 degree angulated neck. Additionally, the pt had bilateral common iliac aneurysms and tortuous iliac. Due to these factors, the pt's body habitus and multiple comorbid conditions, the physician selected endovascular repair instead of open surgery. Vessel access was obtained via bilateral cut-down. The aortic body graft was advanced and deployed over a .035" lunderquist wire with no issues. The physician placed the graft in an ap position with the ipsi-limb facing the pt's right side. The physician attempted to cannulate the contralateral gate via the left groin access and experienced difficulties. After multiple methods to cannulate the gate, cannulation was not successful.